Manufacturer narrative:
Examination of the returned monitor confirmed the customer¿s complaint. However, evaluation testing supports that the device performs as expected. The failure of the monitor was determined to be that fluid penetrated the inside the power entry module, which caused a short circuit. The front case, power entry module and fuses were replaced to restore the monitor to functionality. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.

Manufacturer narrative:
The monitor was manufactured september 13, 2010. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during the preparation of the set for the procedure, the vigileo monitor had a failure in the power supply socket (located on the backside of the monitor). The front cover was also broken, due to a short circuit, caused by saline penetrating into the plug where the power supply cable is inserted. This event caused "smoke and a little fire," which burnt the cable. No fault/alert messages were displayed. The customer stopped setting up the monitor. There was no report of patient or hospital staff compromise and no other system-related devices were reported as suspect.